Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable alanine aminotransferase acc. To ifcc w/ pyridoxal phosphate activation results for 1 patient sample on a cobas c 303 analytical unit. The serum result was 21.8 u/l and the li heparin result was 13 u/l. The li-heparin result was reported outside of the laboratory because this result corresponded to the patient's clinical picture.

Manufacturer narrative:
The clotting time for the serum tubes was 30 minutes and the centrifugation speed was 4000 u/min (2755 rcf) for 10 minutes. There were no other hints/cases of systematic discrepancies between serum and plasma. The calibration and qc were acceptable. Due to the lack of information, further investigation could not be performed.